Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that thresholds increased from 0.4v to 2.0v in one week. During the explant procedure, blood was noted inside the ventricular connector.